Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had two scs anchors implanted with the same lot number. It was reported the patient was experiencing discomfort at the anchor sites. The anchors were protruding slightly from the skin. The patient underwent surgical intervention where the patient's anchors were explanted, which resolved the issue.